Event description:
A site representative reported a 2.25 pedicle probe was bent during a spine procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient information not provided from the site. Device lot number, or serial number, not available at time of this report. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at this time. RMA issued. Replacement 2.25mm pedicle probe shipped to site (B)(4) 2013. Suspect device has not been returned to manufacturer for evaluation.